Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a measurement error by the physician, the patient had his ams800 artificial urinary sphincter (aus) 4.5 cm cuff not used when implanting the patient's original aus. A 5.0 cm cuff was used instead to achieve the desired results. It was added that the 4.5 cm cuff was making a bulge in the bulbar urethra with excessive compression, leaving the urethra very large and whitish in appearance. Should additional information be received, a supplemental report will be submitted.